Manufacturer narrative:
Initial reporter occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lung parenchyma on a laparoscopic lung resection, the surgeon was able to press the green button and squeeze the handle but the stapler was unable to fire. The staple was partially formed and staple line was incomplete. The reload was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.